Event description:
Boston scientific crm received info that the pt with this right ventricular lead complained of feeling poorly. Loss of capture was noted and the sensing had decrease to .5mv. A chest x-ray was performed and it was noted that the lead had moved. The pt was in a 2:1 heart block and her heart rate dropped to the 40's. The pacemaker was programmed aai mode at a rate of 100ppm. The lead will be revised. There was no additional info to suggest that a surgical intervention had been performed.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.